Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms in relation to dropped beats noted on telemetry. The implantable pulse generator (ipg) was inactivated and replaced. No further patient complications have been reported as a result of this event.